Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2019 with low blood glucose of 20 mg/dl. Customer treated low blood glucose with glucose tablets. Customer was unresponsive and was transported to the hospital via paramedics. The insulin pump was removed for two days during hospitalization. Troubleshooting was performed and customer does not allege that the insulin pump was over delivering. It was found that the insulin pump was programmed with the incorrect date; it was showing the year of 2012. Customer was not sure how long the insulin pump was set incorrectly. Insulin pump is not expected to return for failure analysis.